Manufacturer narrative:
The lens was returned positioned incorrectly in the replacement lens case. The lens was cracked in one optic/haptic junction. The lens was cleaned with klrp (klotho-related protein). The optical resolution was acceptable; lens met specification for focal length equaling a 18.5 diopter lens. Product history records were reviewed and documentation indicated the product met release criteria. No problem was found. The returned lens optical resolution was acceptable. The lens met specification for focal length equaling a 18.5 diopter lens. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The unexpected myopia was reported to be 2.0 diopters. Information was provided that the company 18.5 diopter lens was replaced with a company 20.5 diopter lens. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during initial implant procedure, patient had almost 2 diopters of unexpected myopia. Lens was explanted and exchanged with another monofocal lens. Additional information has been requested.